Manufacturer narrative:
Concomitant medical products- model: 407458, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op a device upgrade procedure the right atrial (ra) lead became dislodged. The lead displayed diminished sensing and rising thresholds. A lead revision procedure was completed the next day. No patient complications have been reported as a result of this event.